Event description:
It was reported that the lead thresholds have been continuously rising and are now high in unipolar. Bipolar is no longer measurable. Loss of capture was reported once. The lead will be replaced. No patient complications have been reported as a result of this event.